Event description:
An intravenous catheter broke off at the "hub" on removal from a patient's left forearm. The catheter piece was left in the patient's arm. Studies had to be completed to verify placement of the IV catheter and then subsequent surgical removal of the piece. IV introcan 22 gauge catheter placed (B)(6) 2016 removal (B)(6) 2016.